Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 22-jun-2025 the blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009732 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009732 was manufactured according to the wi version 98 and packaging in the machine 14, on 20/oct/2024, with a total of (B)(4) units. Welding: the lot 4k02963 was assembled according to the wi version 37, line 03on 16-oct-2024, with a total of 31,360 units each. The lot 4j05173 was assembled according to the wi version 34 on-line inspection for machine ls07 and ls06 on 01-oct-2024, with a total of (B)(4) units each. The lot 4k02821 was assembled according to the wi version 34 on-line inspection for machine ls07 and ls06 on 06-nov-2024, with a total of (B)(4) units each. Glue tubing DHR review: the lot 4k01146 was manufactured according to the wi version 2, manufactured in the machine itl03, on 22/oct/2024 with a total of (B)(4) units. The lot 4k01144 was manufactured according to the wi version 37, line 03 on 17-oct-2024, with a total of (B)(4) units each. The lot 4j05170 was glued according to the wi version 37, line 03 on 01-oct-2024, with a total of (B)(4) units each. The lot 4j05541 was glued according to the wi version 37, line 03 on 09-oct-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6009732 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.